Event description:
It was reported the pt began experiencing chest pains which he thought felt like a "heart attack". Subsequently, the pt went to the ER. Diagnostics showed no issues with the pt's heart. It was also reported the pt's cardiologist mentioned the scs stimulation could be causing the issue but did not confirm. Additionally, the pt had stopped using his system stimulation and the issue had not reoccurred. Follow-up identified the pt resumed using his system stimulation and has not experienced the issue again.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.